Event description:
The patient presented with infection at the neurostimulator implant site. The patient had their rns system (rns neurostimulator and two depth leads) explanted due to infection on (B)(6) 2025. The infection was diagnosed as a deep incisional infection and positive for staphylococcus on culture. Treatment included IV ancel and vancomycin.

Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.